Event description:
The user facility reported that following a therapeutic endobronchial ultrasound-transbronchial needle aspiration (ebus-tbna) procedure, a pt claimed to have expectorated a portion of an aspiration needle. The pt returned to the user facility for a x-ray examination. No traces of the needle were detected inside the pt. The pt was reportedly doing fine to date. The user facility reported upon examination, the expectorated item appeared to have been a portion of an aspiration needle used during an ebus-tbna procedure. The physician reported that the pt has unusual anatomy, and he had made 4-6 passes with the same aspiration needle prior to experiencing difficulty with the extraction of the aspiration needle during the procedure. The physician stated he may have possibly pushed the endoscope forward during aspiration into the pt's airway, which may have caused the needle to bend and detach from the distal end of the device. The physician stated that he had experienced difficulty removing the bronchoscope from the pt, but he was able to successfully complete the procedure with the same devices and there was no pt injury.

Manufacturer narrative:
The user facility stated that they were able to recover the aspiration needle from the trash, but have declined to return the device for eval. The alleged device fragment is also not available for evaluation. The cause of the reported event cannot be conclusively determined at this time. However, based on the info provided by the user facility, this was an isolated event, and pt anatomy and user technique cannot be ruled out as contributing factors. If significant add'l info becomes available, a supplemental report will be provided. This report is being filed as a medical device report in an abundance of caution.